Event description:
Customer called to report that the synchron cx pro clinical system (model cx9 alx) generated falsely low carbon dioxide (co2) results for 49 patient samples. The results were reported to the physician, who then questioned the results. Customer recalibrated the system and contacted the customer technical specialist (cts) before repeating the patient samples. The cts advised customer to replace the co2 electrode. Customer was asked to call back if the instrument continued to generate erroneous results. Customer did not call back regarding instrument issues; therefore, either the recalibration or the co2 electrode replacement appears to have resolved the issue. Results were reported outside the laboratory; however, treatment was not initiated based on these low results. Customer later confirmed that there was no impact to patient treatment. Customer did not report harm to instrument operators.

Manufacturer narrative:
(B)(4).